Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the shunt was found to be leaking during preimplantation testing. A new shunt was used to complete the surgery. It was also reported that the patient's current status is normal.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomales. All valves are 100% tested at the time of manufacture. (B)(4)